Manufacturer narrative:
Additional information: h6. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6) 2005.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had a cracked bottom case. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the exp plastic recall has been completed - front case, rear case, and handle, as found software version was 9.33.0.50 and as left software version is 9.33.0.50, left and right iui were replaced due to corroded pins. Based on the findings, service determined that the probable root cause of the reported issue was due to the maintenance issue of the syringe front cover. A review of the device history record showed the device had a manufacture date of 06dec2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a cracked bottom case. There was no additional information provided and no patient involvement.